Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) over infused medication during infusion. The infusion was supposed to last for 2 hours; however, the actual infusion time was 55 minutes. This event occurred during a magnesium sulfate infusion in the 3b surgery in-patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.